Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed a ¿restart ilet 38¿ alert consistent with a motor stall, and the user was instructed to disconnect the pump, remove the supplies, and perform a supply change; the connector was initially stuck in the pump but was eventually removed, after which insulin delivery continued and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem identified, most likely related to the connector sticking and causing a consecutive motor stall. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.